Event description:
It was reported that two weeks post implant, the atrial lead exhibited greater than 2000 ohms impedance and no capture at 7.5 v. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.